Manufacturer narrative:
Received three of 139105ext in original packaging. Lot number was verified. Performed a visual inspection of the devices, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested which indicated that all packages had insufficient heat seals. A root cause cannot be determined; however, based upon photos, and CAPA: 150, a possible cause of this event could be an incomplete inspection process. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 156 complaints, regarding 1,324 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect and test each device before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139105ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.